Event description:
A patient underwent implantation of a 14mm asd device. The device was screwed into the delivery cable and advanced into the sheath by pushing the delivery cable until it reached the left atrium. When observing the position of the device under fluoroscopic and echocardiographic guidance, the device was released prematurely. The patient was sent to surgery for removal of the device and closure of the defect.